Event description:
No recharge efficiency bars could be obtained. The patient had fallen a couple of times. No patient symptoms or device troubleshooting was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.